Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by the journal of shoulder and elbow surgery titled ¿outcomes of combined anterior latissimus dorsi and teres major tendon transfer for irreparable anterosuperior rotator cuff tears¿. The study reviewed thirty (30) patients who underwent shoulder procedures using arthrex swivelock to treat rotator cuff lesions. Two (2) patients developed shoulder pain with retear that was provoked by palpating the anterior axilla; and one (1) patient required revision surgery during the thirty-eight (38) month follow-up period. Ref: baek, c. H., et al. (2022). "Outcomes of combined anterior latissimus dorsi and teres major tendon transfer for irreparable anterosuperior rotator cuff tears." J shoulder elbow surg 31(11): 2298-2307.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.